Manufacturer narrative:
G4: 29jan2020. B4: (B)(6). The part was returned to the manufacturer for failure investigation (fi). Customer complaint cannot be verified. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 19 nov 2019. Date of report 20 nov 2019. The manufacturer¿s international service technician confirmed the reported power cord issue. The manufacturer¿s international service technician replaced the power cord to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Field service engineer (fse) indicated the power cord was disposed of and no longer available for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sept2019.

Event description:
Bad power cord. There was no patient involvement.